Event description:
It was reported that the right coronary artery (rca) had a 90% stenosed distal lesion. Pre-dilatation was performed prior to stenting, followed by the implantation of a 2.75 x 18 xience v stent. It was noted after implantation that a dissection at the distal edge occurred and this was covered by a 2.75 x 12 xience v stent. No additional information was available.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.